Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops of insulin were not seen at the end of the tubing during fill tubing sequence despite changing out the cartridge and infusion tubing twice. Blood glucose was 211 mg/dl. Reportedly, the customer successfully completed the fill tubing sequence after using a 3rd infusion set and was able to resume insulin delivery.